Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed due to several cubie pockets would not release and user was unable to recover it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed due to several cubie pockets would not release and user was unable to recover it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board and drawer board connector had cable seating issue. A field service engineer reseated row board and drawer board connectors then drawer was recovered and fse unloaded failed cubies. Station passed in hardware test application. Preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.